Event description:
It was reported that the device displayed (B)(4) and unable to do upg. There was patient involvement but no patient harm.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service. See manufacturer narrative.

Manufacturer narrative:
Additional info: device available for eval? Returned to manufacturer on, device return to manuf ? Device eval by manufacturer?, imdrf annex a,g, b, c and d codes. Omit: b21 type of investigation not yet determined, c21 results pending completion of investigation, d16 conclusion not yet available h3 other text : see manufacturer narrative.

Event description:
It was reported that the device displayed error code 800.8000 and unable to do upg. There was patient involvement but no patient harm.

Manufacturer narrative:
Omit: g02033 - speaker/sounder. Additional information : imdrf annex g grid.

Event description:
It was reported that the device displayed error code 800.8000 and unable to do upg. There was patient involvement but no patient harm.